Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced several issues, including the implantable neurostimulator not working, the device not holding a charge, and the need for frequent charging. The patient stated that these problems began several years ago, prior to the expected end of the device's nine-year battery life, and that the device stopped working a year or two before the battery was anticipated to expire. The patient also reported an inability to enter MRI mode, which prevented an MRI from being performed. As a result, a CT scan was planned instead. The patient was referred to a healthcare provider for further evaluation. No symptoms were reported.